Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery with a prostyle device using a 6f sheath after a peripheral angioplasty procedure. Reportedly, when the lever was opened, the plunger popped up. The lever was re-closed and the device was removed. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to an unintended system motion (plunger) include but not limited to inadvertently snagged by a surgical glove and pulled. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.